Event description:
It was reported there was a problem when turning on the programmer. Followup indicates the programmer was stuck on a black screen when the programmer was turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device boots to an error. It was also noted that the screen drops.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.